Event description:
During the surgery, while the blade was inserted, it did not lock. During the operation, the blade was removed and replaced with the same blade (pfna-ii blade l95 tan). As a result from the replacement, the new blade locked without any problem and the operation was completed. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). A review of the device history records has been requested. The investigation of the returned pfna-ii blade could not identify the root cause for the reported problem. The functional testing could not identify any deviation to the specifications. After disassembling, all parts were found in faultless condition. We are not able to determine the exact reason causing the reported problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.